Event description:
It was reported that the patient experienced lightheadedness. The right atrial (ra) lead and the right ventricular (rv) lead exhibited unipolar low impedances. Potential under-sensing was noted on the right atrial (ra) lead triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times. Low p wave was noted. The leads remain in use. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).